Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Upon further investigation, it was confirmed that this issue was identified during preventative maintenance. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. There was no delay to the patient's therapy. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020 (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called technical support (ts), reporting that during preventative maintenance that the device's nav-ring has been failing intermittently, the touchscreen works. The customer reported there was no patient involvement at the time the issue was discovered. The issue was discovered during preventative maintenance. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. If going clockwise, the navigation ring will go in the correct direction for the most part, but the values will go backward throughout the process.